Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states h11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient had high blood glucose levels, therefore she received correction bolus via pump. The patient's father had taken patient to hospital due to them going diabetic ketoacidosis as the patient had ketone bodies. The patient stated that she had received a new pump and they are going to be returning the old pump this week. The patient changed infusion set only and resumed insulin. No further information available